Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event of the heart block and the cause remains unknown.

Event description:
During the atrial fibrillation and redo atypical atrial flutter procedure, heart block occurred. The physician was completing an anterior mitral ablation line in the left atrium with the tactiflex catheter. When ablating, there was a period of atrioventricular block/slowing of ventricular rate due to ablation too close to the conduction system. A temporary pacing wire was placed immediately post procedure and a permanent pacemaker the next day. The physician alleges that the tactiflex catheter contributed to the heart block. There were no performance issues with the abbott device. The patient was discharged with the permanent pacemaker in situ.